Event description:
The customer's mother reported that her daughter has been hospitalized repeatedly due to high blood glucose levels. Unable to troubleshoot as the mother did not have the insulin pump with her during the call. Advised the mother to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.